Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after a scheduled lead pull at the end of the trial, the patient experienced headaches. The patient developed leakage of cerebrospinal fluid (csf). Nevro had attempted to obtain additional information regarding the interventions performed for the csf leak but was unsuccessful. Follow-up indicated that the leakage has stopped and there have been no reports of further complications regarding this event.